Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer air dermatome serial number (B)(4) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(4) prior to 18 february 2019, the last repair being for the pin on the dermatome where the blade would sit be out of alignment as reported on 9 february 2018. On 18 february 2019, it was reported from (B)(4) that a dermatome had a broken safety switch and would continuously run when connected to air. The customer returned a zimmer air dermatome, serial number (B)(4), to zimmer australia and was then forwarded to zimmer taiwan for evaluation and repair. Evaluation of the device by zimmer taiwan on 5 march 2018 noted that the dermatome ran at the low end of motor speed specifications and was out of side to side calibration at all four settings. The technician noted that there was no visible defective to the device that would indicate the reported issue, but found that the motor, bearings, o-ring, seal, reciprocating arm, and external e-rings were defective. Repair of the device occurred on 6 march 2019 and involved replacing the motor, bearings, o-ring, the seal, reciprocating arm, external e-ring, and the poppet spring. The technician then tested and verified that the dermatome was functioning as intended. He then returned the device to service without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 18 february 2019. The service technician noted that he was unable to reproduce the reported broken switch or find any damage with the device would indicate the reported issues. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the safety switch of the device was broken and running continuously when connected to air. The event occurred before surgery. No adverse events were reported as a result of this malfunction.